Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. It was stated that the issue was resolved, but no details were provided on what the resolution was.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous high results for one patient sample tested for parathyroid hormone (pth). The units of measure used for the pth assay were asked for, but not provided. The sample initially resulted as 388 on the customer's analyzer. The customer believed this value to be too high, so the sample was repeated. The repeat result was 380. The customer reported this data to the patient, but received a complaint due to the high value. The customer sent the sample to two other commercial laboratories, where the samples were repeated using roche products. The repeat result from the first laboratory was 301 and the repeat result from the second laboratory was 280. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The analyzer model and serial number used at the customer site and at the other commercial laboratories were asked for, but not provided.